Event description:
A minimally invasive spine surgery for l3-s1 lumbar fusion was performed on (B)(6) 2020 with the aid of brainlab navigation system spine & trauma 3d 2.6. According to the surgeon, it was a complex case with abnormal patient anatomy (i.e. High pelvic incidence) with spondylolisthesis at l5/s1 which was addressed with an anterior cage at l5/s1 and a buttress plate fixated at s1 (but not at l5) in the same surgery, prior to screw placements in l3-s1, for which aid of navigation was intended to be used. During the procedure the surgeon: placed the patient in prone position. Set up the reference system (inserted two schanz pins into the right iliac crest, attached a 2-pin fixator with 4-sphere reference array). Acquired an intra-operative airo CT scan with automatic image registration to match the display of the navigation to the current patient anatomy. Verified the accuracy of registration in the navigation and accepted the registration to proceed. Placed two screws in s1 with aid of navigation (placement was considered adequate). Went to l5 and detected a deviation between navigation display and patient anatomy (did not feel bone where navigation indicated bone should be at the end of the pedicle access needle). Manually adjusted for the inaccuracy (by moving the instrument to where he thought it should be) and placed the first screw in l5. Attempted to place the second screw in l5, again suspected a deviation and abandoned usage of navigation. Obtained an x-ray and detected that the screw in l5 was placed through the foramen (specific amount of deviation is unknown). Decided to continue the procedure with a c-arm . According to the surgeon, the patient had leg pain after the surgery, but no foot drop. The final outcome of the surgery (i.e. Whether all screw placements at the end of the surgery were correct as intended) and the current patient status (if leg pain was persistent only for some days/weeks or is chronic) is unknown.

Manufacturer narrative:
B2, h1: a risk to the patient's health could not be excluded for these specific circumstances, since apparently a pedicle screw was placed in another location than intended in the spine, with the brainlab device involved, and there was a negative effect for the patient (according to the surgeon, the patient had leg pain after the surgery), although there is no indication of a systematic error or malfunction of the brainlab device (navigation) and corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. H6: according to the results of the brainlab investigation and the (limited) information provided by the hospital, it can be concluded that the root cause for the deviation of the screw placed in l5 (into the foramen) is a non-rigid connection between the vertebrae being operated on (l3 - s1) and the patient reference array fixated at the right iliac crest. As acknowledged by the surgeon, the patient's spondylolisthesis was lytic in nature and the spine anatomy over this area (l5 - s1) was unstable (with buttress plate only fixated at s1 and not l5, and prior disc removal having further destabilized the segment) and thus likely to have caused l5 to gradually slip forward after the navigation scan while the patient was positioned prone for screw placements. A further potential contributing factor is an insufficient fixation of the schanz pins for the reference array attachment and fixation of the array too close to the patient's skin - both of which are not ideal for achieving a rigid fixation of the reference system. The non-ideal fixation of the schanz pins and 2-pin fixator (and therefore reference array) can increase the potential for movement of the reference relative to the anatomy during the procedure from inadvertently applied forces (e.g. Push or pull from surrounding skin/muscle tissue). Movement of vertebrae relative to the fixated patient reference array (or vice versa) can lead to an inaccurate display of tracked instruments on the registered image in the navigation software in comparison to their actual positions on patient anatomy that cannot be compensated for by the navigation software. Apparently, despite the resulting deviation of the navigation display was recognized by the surgeon prior to or while placing the screw at l5, it was not addressed appropriately with the corresponding measures provided by the navigation software. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. H7: brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.

Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since apparently a screw was placed in another location than intended in the spine, with the brainlab device involved, and therewith could have led to harm of the spinal cord and/or blood vessels, and thus in a worst case scenario ultimately to serious harm to the patient. Currently there is no indication of a systematic error or malfunction of the brainlab device, nor of insufficient measures to minimize this anticipated risk as low as reasonably practicable. A comprehensive investigation by brainlab regarding this specific event is currently ongoing and final conclusions are pending. Brainlab plans to issue a follow-up report to the FDA upon completion of investigation.

Event description:
A spine surgery was performed on (B)(6) 2020 with the aid of brainlab navigation system spine & trauma 3d 2.6. During the procedure the surgeon: laced two screws in s1 (placement was considered adequate). Went to l5 and detected a deviation between navigation display and patient anatomy (did not feel bone where navigation said bone should be). Adjusted for the inaccuracy (details unknown) and placed one screw in l5. Attempted to place the second screw in l5, again suspected a deviation and abandoned usage of navigation. Obtained an x-ray and detected that the screw was placed through the foramen. According to the surgeon, the patient had leg pain after the surgery, but no foot drop. The surgeon further acknowledged that there was a significant amount of potential instability in the spine: there was a spondylolisthesis at l5/s1 which he addressed with an anterior cage and a buttress plate on s1 only (i.e. Plate was not fixed to both l5 and s1), and removing the disc likely destabilized the segment, so that overtime l5 may have gradually slipped forward.